Event description:
Information received indicates the pump did not alarm when the food was complete. This happened with three pumps total. Only one pump was returned. Provider put water in the bag and it ran fine and stopped when empty. Condition only happens when formula is used patient. The pump was connected to the patient at the time. Air was pumped into the stomach of the patient and caused discomfort but no injury. Patient was being fed jevity 1cal.

Manufacturer narrative:
All alarms performed according to specifications. Several tests were run with water and several different disposable sets. Each time when the bag was empty, the pump stopped and alarmed, no food or dose done. The customer complaint could not be duplicated.